Event description:
Patient had a radial cardiac catheterization using the cook flexor introducer set in 2009. The patient's procedure completed and was then discharged home. The patient returned with a black spot on her wrist that appears to be a local adverse reaction to the cook introducer set that was used for her catheterization two weeks later. This patient then needed to be admitted to the hospital for IV antibiotics. Dates of use: 2009. Diagnosis or reason for use: cardiac catheterization.